Event description:
Trouble breathing [dyspnoea]. Sore throat [oropharyngeal pain]. Case narrative: case (B)(4) is a serious spontaneous case received from a health professional via the FDA in united states. This report concerns a patient (no patient identifiers reported), who experienced trouble breathing and sore throat during treatment with intra-articular euflexxa (sodium hyaluronate) 10 mg solution for injection at an unknown dose, for osteoarthritis from an unknown start date to an unknown stop date. The patient went to the hospital emergency room on unspecified dates in (B)(6) 2019 and the present for trouble breathing. The patient reported having a sore throat for the past few months and had been through two rounds of amoxicillin and a round of prednisone. No additional information was provided. The patient was hospitalised on an unknown date due to trouble breathing. Action taken with euflexxa was unknown. At the time of this report, the outcome of trouble breathing and sore throat was unknown. The following concomitant medication was reported: haloperidol (from an unknown start date to an unknown stop date). The event trouble breathing was reported as serious. The event sore throat was reported as non-serious. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related. Other case numbers: internal # - others = mw5089089. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.